Manufacturer narrative:
The subject device has been requested to be returned for evaluation but it has not been returned to date. Olympus has also requested a site visit to this facility. Olympus medical systems corp.(omsc) reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found the exact cause could not be determined at present, if significant additional information is received, this report will be supplemented. This MDR is one of two reports. Please cross reference 8010047-2015-01266.

Event description:
Olympus medical systems corp. (Omsc) was informed that two patients presented with symptoms of digestive infection (necrosis of pancreatitis) due to oxa-48 producing klebsiella pneumonia after having undergone ercp procedures using the subject device. One patient reportedly died. It was reported that no bacterium was detected from the tjf-q180v in the microbiological test and the tjf-q180v had been reprocessed with non-olympus aer named soluscope. Olympus followed up with the facility to obtain additional information, but no additional information was provided.